Event description:
Related to MFR report# 2183959-2012-01556. It was reported by plaintiff's attorney that the plaintiff was implanted with intexen porcine dermal matrix on (B)(6) 2003, to treat pelvic organ prolapse and/or urinary incontinence. Plaintiff alleges to have experienced infections, mesh erosion, pain, pain with sexual intercourse, vaginal scarring/shrinkage some time after the implant. Plaintiff suffered and continues to suffer serious bodily injury and harm. Plaintiff alleges to have sustained and will continue to sustain severe and debilitating injuries, mental and physical pain and suffering, as well as other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.